Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. During the investigation the pump operated as expected. Mmdg could not replicate the complaint or find any indication that it occurred as reported. Based on this information, no MDR was required.

Event description:
The initial reporter stated that the pump "won't deliver and doesn't alarm no flow". They did not provide any further information about the complaint occurence. The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "won't deliver and doesn't alarm no flow". They did not provide any further information about the complaint occurence. The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).